Event description:
It was reported that prior to an angioplasty procedure, the balloon inflated but the gauge in the inflation device allegedly did not increase at all. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one presto inflation device was received for evaluation. During visual evaluation, no anomalies were noted to the housing, tubing, pressure gauge, handle or site gauge. During functional evaluation, an attempt to purge the unknown liquid in the device was made. Strong resistance was felt initially and then water rushed out of the distal end of the tubing. Water was aspirated into the device and the device was then connected to an in-house pressure gauge. The piston handle was turned and pressures were noted at the following atms and psi readings: 8 atm = 97 psi = 6.60 atm, 12 atm = 246 psi = 16.74 atm, 24 atm = 428 psi = 29.12 atm. No other functional testing was performed. Therefore, the investigation is confirmed for the reported pressure gauge not working as the pressures noted during functional evaluation were not within acceptable range of the product specification. A definitive root cause for the alleged pressure gauge not working could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon inflated but the gauge in the inflation device allegedly did not increase at all. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.